Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The doctors felt that the customer had scar tissue, which caused high blood glucose levels and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.